Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly with a full charge and became unresponsive. The pump was connected to a power source however was unable to be turned on. The customer¿s blood glucose (bg) level was 300 (mg/dl). A backup pump was used to address bg level. Reportedly the customer will use their backup pump as alternate insulin therapy.